Manufacturer narrative:
Patient information with regard to gender, age, and weight was not provided. A new post and core was created for the patient. The doctor retrofitted the new post and core to the original crown and cemented it. To date, the patient is doing fine. The product involved in the alleged incident was not returned and no lot number or catalog number was provided; therefore, no evaluation can be conducted.

Event description:
A doctor's office alleged that seven (7) patients had experienced the debonding of a fibrekor fiber post with the core and crown still attached. This is the sixth of seven (7) reports.